Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported the day prior via phone call that the customer¿s pump had been alarming no delivery and that he had high blood glucose of 403 mg/dl and 438 mg/dl. She is now reporting that the customer has a high blood glucose of over 500 mg/dl and treated with an insulin pen. She said that at 8:43 am, the customer gave himself 5.0 units of insulin. The customer¿s wife said that the reason that she is calling is because the customer bolused but his blood glucose was still going up. During high blood glucose troubleshooting, the customer¿s blood glucose is 586 mg/dl. When checking the infusion set tubing, she found there were air bubbles at the quick release. She declined to check for any site or insulin issues. Troubleshooting was stopped here because part of the tubing was not filled with insulin so they were assisted with purging the air from the tubing. During air bubble troubleshooting, the size of the bubbles were bigger than half an inch and they were located within the tubing. They did not have a reservoir plunger available, so the customer was advised to change the set. The insulin pump and the infusion set are not returning for analysis.